Event description:
It was reported that the pt underwent a spinal procedure for stenosis at l3/s1 using posterior fixation. It was reported that the surgeon confirmed a break-off set screw came off by x-ray. The pt was asymptomatic. The surgeon is monitoring the pt.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. However, the suspect devices in use are lot# h08g6058, h08g6059, h08g6066, and h08g6068. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the us; however, a like device catalog # 7540020 was cleared in the us.